Event description:
It was reported that the control module was sent to the international service center for upgrade. No product problem reported. It was not noted if the unit was used during a procedure. No patient consequence reported.

Event description:
It was reported that during a sleeve gastrectomy procedure, leakage, no further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the eight devices were returned in good visual condition. The devices were functionally tested and performed as intended. We were unable to replicate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.